Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a rash as well as cutting into their skin and causing bleeding. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a powder and advised to place gauze over the area for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.